Event description:
Brakes on wheelchair do not work. Called supplier where pt states she received wheelchair. Supplier states she does not show they are billing for chair. Cannot replace until old chair removed. Pt has not been injured yet; has a great potential.